Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of outer insulation cosmetic depression.

Event description:
It was reported that during a routine follow-up, high pacing thresholds were observed and x-ray showed an apparent lead fracture. The lead was removed and replaced. No patient complications were reported as a result of this event.